Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 40.2-41.9cm and 46.0-46.1cm from the connector pin, consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.